Event description:
It was reported that the catheter had been in place prior to the dialysis treatment. The pt was connected to the dialysis machine and the catheter began leaking through a small crack in the wall of the catheter. The problem was readily identified and corrected by repairing the original catheter with a next step repair kit. The pt was unaffected by this and dialysis treatment was resumed. There was a 2 hour delay in treatment, no pt death and no pt complications reported. The pt was fine and not compromised throughout the entire event.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.